Event description:
The pt was positioned feet first supine for an examination of the pelvic area with the torso xl coil. Prior to that examination, an examination of the lumbar spine with the sense spine coil was performed. The pt experienced a heating sensation in the upper left arm during the examination with the torso xi coil. Immediately after the examination no burns were noticed, but later a blister was observed in the left armpit of 3 cm in diameter.

Manufacturer narrative:
(B)(4). (Conclusions): the injury to the pt is consistent with a burn caused by unwanted rf interference in combination with effects on the skin as result of the radiation therapy. As side effect of the radiation therapy the skin tissue of the pt in the armpit may have already been affected/irritated, this together with the long time in the scanner with high sar values most likely has led to the observed blister. Coil contribution can be ruled out, since the coil did not malfunction and was not near the place of the burn.